Event description:
The reporter called regarding stericycle sharp container(17 gallon). The reporter mentioned that the needle was sticking out of the sharp container which led to needle stick injury to the arm of the employee.